Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which showed the reported error had occurred. However, no fluid ingression was confirmed during visual inspection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No root cause could be determined for the observed error, but the downstream occlusion seal was replaced as a preventative measure, and the device passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device encountered water damage and error 41786. This alarm event pauses the delivery of the pump until the error is addressed. The event happened during testing and there was no patient involvement.